Manufacturer narrative:
The patient reported to hospital with a mouth infection . The implants were removed at the hospital and discarded. Therefore, no product could be evaluated for investigation.

Event description:
Patient went to hospital due to a mouth infection and while in the hospital the implants were removed.